Manufacturer narrative:
(B)(4). The catheter was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for a cardiac resynchronization therapy defibrillator (crt-d), this guiding catheter was introduced and placed into the ostium of the coronary sinus. When implanting the left ventricular (lv) lead, a guide wire could not be introduced into the target vein. A new angiography was performed, which revealed a complete occlusion of the coronary sinus due to a dissection with hematoma in the left ventricle wall. The catheter was suspected to be the cause of the dissection. The patient was hospitalized in stable condition. A new procedure to implant an lv lead was scheduled for three weeks later. The crt-d and right atrial (ra) and right ventricular (rv) leads remained implanted. No additional adverse patient effects were reported.